Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a literature report from (B)(6) of peritonitis with culture (B)(6) for xenophilus aerolatus in a patient subsequent to physioneal, unspecified product and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient presented with abdominal pain, undocumented fever and cloudy effluent. The patient appeared well; he was afebrile and he denied vomiting and diarrhea. There was mild abdominal tenderness, but no rebounding or guarding. The patient was admitted and treated with a loading dose of intraperitoneal (ip) cefazolin 250 mg/l and gentamicin 8 mg/l. He improved clinically within 24 hours and was discharged on ip ceftazidime 125 mg/l and cefazolin 125 mg/l per the usual protocol. On an unreported date 10 days later, the patient was clinically well, but his peritoneal effluent was cloudy with an elevated leukocyte count. Cefazolin and ceftazidime were then discontinued and an intramuscular (im) loading dose of gentamicin 2.5 mg/kg and ip gentamicin 4 mg/l was started in the patient for a planned 21-day course. After 10 days of ip gentamicin therapy, the patient returned with mild abdominal pain and cloudy effluent; however he was afebrile. The patient was admitted to the hospital on an unreported date, and after consultation with the infectious disease service, was started on intravenous (IV) ciprofloxacin 10 mg/kg daily. The pd catheter was removed on an unreported date. A central line was inserted for maintenance hemodialysis three days later. A total of six days of IV ciprofloxacin, followed by 7 weeks of oral (po) ciprofloxacin 15 mg/kg daily was given until a peritoneal fluid culture was negative. An insertion of a new adult single-cuffed coiled pd catheter was performed. Using the new catheter, the patient was successfully established on pd. According to the author, "peritonitis is a major complication of pd" and "infectious complications are the most frequent cause of hospitalization among children receiving apd." This was "the first documented case of pd-related peritonitis caused by xenophilus aerolatus." Literature citation: tsampalieros ak, gooden m, thampi n, yau ycw and harvey ea. Xenophilus areolatus peritonitis in a six-year-old boy on maintenance peritoneal dialysis. Advances in peritoneal dialysis. 2011; 27: 45-47.